Manufacturer narrative:
Patient¿s weight is not available for reporting. Date of postoperative pain development is unknown. This report is for two (2) unknown 4.5 cortex screws self-tapping. Partial part number reported as 214.8xx. Specific part and lot number is not reported. Initial implant date is unknown. Part of the one screw remained in the patient¿s bone during hardware removal procedure performed on (B)(6) 2017; as such device not considered explanted. However the second screw was explanted intact on (B)(6) 2017. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot number the 4.5 cortex screws self-tapping is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who was implanted with a 4.5mm locking compression plate (lcp) and five screws in the proximal tibia on an unknown date, experienced post-operative pain. Subsequently, the hardware was removed on (B)(6) 2017. During a hardware removal, four screws malfunctioned. The procedure was completed with a one-hour surgical delay due to the reported events. It was reported that there was a less than desirable outcome as extra bone was removed. This report addresses the removal of the devices (4.5mm locking compression plate (lcp) and five (5) screws in the proximal tibia) due to post-operative pain. The intra-operative malfunctions of the four screws during removal of the hardware have been captured under the linked, related record, (B)(4). This report is for two (2) unknown 4.5 cortex screws self-tapping. This is report 3 of 3 for complaint (B)(4).